Manufacturer narrative:
(B)(4). A covidien customer service engineer (cse) inspected the device and could not duplicate the reported issue. The cse performed testing on the unit. The cse ran the short self test (sst), extended self test (est), and performance verification test. All tests passed.

Event description:
A report was received that stated a device displayed a severe occlusion alarm while on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm or injury was reported.

Manufacturer narrative:
The customer stated that on inspection the unit passed the extended self test (est) and the unit ran as intended. A technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the tse corresponds with accepted service practices for the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will return the part. (B)(4).